Manufacturer narrative:
The device was returned and evaluated. Failure to heed owner's manual and device labeling.

Event description:
Consumer alleges she was on her senior community bus strapped down and she fell over causing a bruise on her left arm. Consumer also stated she pushed the button to go through a door and it closed too quickly and hit the front of the scooter. She allegedly fell off of the scooter onto the cement and was injured.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges she was on her senior community bus strapped down and she fell over causing a bruise on her left arm. Consumer also stated she pushed the button to go through a door and it closed too quickly and hit the front of the scooter. She allegedly fell off of the scooter onto the cement and was injured.